Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had stop vibrate alarm. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Customer states beeps without message in display and no buttons was pressed or accidentally pressed no other pump. The customer was assisted with troubleshooting and the pump did not vibrate. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.